Event description:
A back to back comparison with the following results: 320 mg/dl and 140 mg/dl. No treatments provided. Quality controls were used and reportedly within acceptable limits. Requested return of suspect device and replacement was sent.